Manufacturer narrative:
The "1337" error code was recorded in the instrument software at 16:06 pm on (B)(6) 2012, and the following user info was displayed: "retort wax valve leaking. Do not use the instrument; contact service, retort b." The instrument was rendered inoperable because the sudden, unexpected drop in the retort wax line temp caused by the leaking retort wax b valve, allows cold reagent into the line resulting in formalin contamination of the wax. Both of the processing protocols in progress were aborted by the instrument software at 16:06 pm, in order to mitigate possible tissue damage or loss. The instrument alarms were also activated. At 16:19 pm on (B)(6) 2012, power was restored to the instrument after an interruption of 3 minutes 35 seconds. This finding is consistent with info provided by the complainant that the instrument was re-started after the "1337" error code was displayed. Re-starting the instrument cleared the lock-out and rendered the instrument operational, allowing tissue processing protocols to be run. A user then started the "large reduced temp" protocol in retort a at 16:20 pm on (B)(6) 2012, and the "biopsies reduced temp" protocol in retort b at 16:22 pm on (B)(6) 2012. As these protocols run successfully to completion contaminated wax, was used for the wax infiltration steps, causing the sub-optimal tissue processing. Investigation of this complaint showed that the instrument functioned as designed when a sudden, unexpected drop in the retort b wax line temp was detected by the instrument software. The root cause for the sub-optimal processing reported by the complainant was a use error. Specifically, a user acted in contravention of the user info displayed for the "1337" error code by re-starting the instrument.

Event description:
On (B)(4) 2012, leica microsystems received a complaint regarding sub-optimal processing associated with a "1337" error code, which indicates a leaking retort wax valve, and a red x displayed on both retorts on the instrument monitor. When this error code is generated, any processing protocol(s) in progress is aborted by the instrument software in order to mitigate possible tissue damage or loss; and the associated info displayed instructs the user, not to use the instrument and to contact service. Info provided to the tech assistance ctr indicates that processing protocols were run following display of the "1337" error code, and that the tissue from these protocols was under-processed with a chalky and white appearance. On (B)(4) 2012, leica microsystems, received info that all tissue samples exhibiting sub-optimal processing were diagnosable. The complainant also advised that: "two (2) cases" will require following clinically and repeat biopsy if necessary".